Manufacturer narrative:
(B)(4).

Event description:
The information in this report is limited due to the reporter not remembering certain information surrounding the medical intervention. The information collected is as follows: our importer (B)(4) received a call on (B)(4) 2015 reporting a medical intervention that occurred. Patient called in stating she went to the ER because she was getting high readings on the prodigy meter. On (B)(4) 2015 after a review of the call, the patient stated the following: patient stated that she needed a new meter because the prodigy meter she had was not functioning. The prodigy meter gave her a reading of 468mg/dl followed by a reading of a round 200mg/dl. Patient went to ER because she thought her reading was to high. Upon arrival at ER, patient was informed by ER that her blood glucose was not high at all. No actual meter reading from ER was given. On (B)(4) 2015, (B)(4) followed up with patient again and collected the following additional information surrounding the event: patient stated that the event happened at home with the prodigy meter. Patient stated that the prodigy meter gave her a high reading. According to (B)(4), patient was following proper glucose testing protocol with the prodigy meter. Patient no longer has meter in their possession. (B)(4) is requesting batch record investigation from the manufacturer for the suspect device.